Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. It was identified that intermittent bradycardia with rates falling in the forties was happening, and pauses were also found on telemetry. It was also reported that intermittent device under-sensing was noted on stored electrogram. The implantable pulse generator (ipg) remains in use. It was also reported that intermittent atrial under-sensing was noted on the right atrial (ra) lead and under-sensing of the right ventricular (rv) lead was found also. Both the ra and the rv leads remain in use. No further patient complications have been reported as a result of this event.